Event description:
It was reported that with no pre-dilatation (contrary to IFU), the stent was advanced and developed at 16 atm. The stent delivery system (sds) was deflated and pulled back to view fluoro, and it was decided to do an additional inflation due an issue mid-stent, possibly a dissection. The sds was positioned in the stent; however, it would not inflate. Then another stent was placed in the middle of the stent with no improvement noted. A balloon catheter was used to treat the mid portion of the stent and another stent was used to complete the case.